Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the seal inside the spacer was broken. There was no unanticipated tissue loss, no unanticipated extension of the incision more than one inch, no unanticipated blood loss of more than 500cc and no delay over 30 minutes. No device fell into the patient&#39;s cavity.

Manufacturer narrative:
(B)(4).